Event description:
It was reported that oversensing with isometrics was found upon interrogation on the patient's atrial lead. Reprogramming of the lead was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t implantable pacing lead, implant: (B)(6) 1997. (B)(4).